Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The 5 volt power supply was adjusted during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys locked up and would not fluoro. No pt injury was reported.